Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 9/1/25 the user reported that their ilet touchscreen cracked and was no longer functional for therapy. Blood glucose was not affected, and a replacement device was sent.